Manufacturer narrative:
This lead will be returned. Upon analysis this investigation will be updated.

Event description:
It was reported that during the implant this lead dislodged, and high pace impedance measurements were noted. The lead was replaced and will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant this lead dislodged, and high pace impedance measurements were noted. The lead was replaced and was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. In addition, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Further laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.